Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse ID laser fiber was used during a lithotripsy procedure for the treatment of a stone in the left ureter performed on (B)(6) 2022. On (B)(6) 2022, 19 days post procedure, the patient experience urinary sepsis and was hospitalized. From (B)(6) 2022 to (B)(6) 2022 the patient was admitted inside the hospital. Intravenous administration of ertapenem was given to the patient from (B)(6) 2022 to (B)(6) 2022 and the patient's condition was resolved.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: patient code e0306 captures the reportable event of urinary sepsis. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 19, 2022 that a flexiva pulse ID laser fiber was used during a lithotripsy procedure for the treatment of a stone in the left ureter performed on (B)(6) 2022. On (B)(6) 2022, 19 days post procedure, the patient experience urinary sepsis and was hospitalized. From (B)(6) 2022 to (B)(6) 2022 the patient was admitted inside the hospital. Intravenous administration of ertapenem was given to the patient (B)(6) 2022 and the patient's condition was resolved.